Manufacturer narrative:
Product investigation is in progress.

Event description:
String is hanging outta the tip of the tampon [device physical property issue]. Case narrative: consumer reported via email that the string is hanging out of the tip of the tampon. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String is hanging out of the tip of the tampon [device physical property issue] case narrative: consumer reported via email that the string is hanging out of the tip of the tampon. No injury was reported.